Manufacturer narrative:
D9 - date returned to mfg - 12 aug 2024. Investigation summary: received one (1) used 011-am6125 ext set for inspection. No defects or anomalies noted. The set was leak tested per product specifications. There was no leakage. The reported complaint could not be replicated or confirmed. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is available for evaluation, however, has not yet been received.

Event description:
The event involved a ext set, pur yellow, smallbore w/6-port nanoclave¿ manifold, clave¿ clear, nanoclave¿ stopcock where it was reported during set up of the line, the line needed to be "welded." There was report that the line became mismatched causing bubbles in the tubing and the infusion to leak on the bed. The event occurred at the children medical intensive care unit. The infusion line was changed. The customer stated that the device was connected to the patient at the time of the event. No visible signs of damages, malfunctions with the device prior to the incident reported. There was a delay in therapy of a couple of minutes. The medication used was paracetamol, there was no exposure to cytotoxic product for the patient or the healthcare provider, no additional medical intervention was required, the patient was stable, the patient was not harmed, no adverse event, no blood loss, the air bubbles have not come in contact with the patient and the leak was not cleaned.